Event description:
Telemetry was attempted with several programmers and communication with the device was unsuccessful. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported no communication was confirmed in the laboratory. The cause of the loss of communication was due to a depleted battery. With the removal of the battery and an external power supply connected, the device tested normal and all specifications were met. No sources of high current drain were found. The cause of the premature battery depletion that led to the loss of communication was not determined.